Event description:
It was reported that during a lap sigma the handle of the device broke and the instrument stapled but did not cut. No further information is available. The case was completed with a same like device with no patient consequence.